Event description:
Information received from the field notes that during a routine follow-up, the device exhibited inappropriate mode switching and could not be programmed to stop the mode switch from occurring with a single pac. The mode switch was turned off and the patient was feeling well.